Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2020 due to an unknown reason. No further information was reported.

Event description:
New information received indicated that the right atrial lead exhibited poor sensing and undersensing. Noise and poor capture thresholds were also noted.